Event description:
It was reported that during follow-up of an asymptomatic patient, the pulse generator was found to be operating in backup vvi mode. The device was successfully restored and remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.